Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon broached in usual fashion, past marking that would fit a sz 10 stem. When he inserted and impacted the definitive stem it stay almost 1 cm proud. He extracted re-broached with next size and ask for another sz 10. Which stayed 2-3mm but accepted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.    Visual examination of the returned product identified there is scuffing on the taper and the chamfer of the threaded location has an indentation. Dimensional analysis was done to confirm the height of the stem per the print and was found within conformance. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.